Event description:
It was reported the stimulation could not be adjusted. The display showed "call your doctor" icon. 505 error code - invalid settings. The patient had an appointment with her physician on tues, (B)(6) 2012, after several other reprogramming appointments, due to the stimulation "bothering her". The implantable neurostimulator caused a sharp pain that made her back hurt, so the patient's husband turned the stimulation down when he saw the error code. He saw the "poor communication" screen. The patient had an appointment on the day of this report at 1:30pm to remedy the issue. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3093-28, lot# v594186, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).